Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable potassium results one patient sample on (B)(6) 2017 and for three patient samples on (B)(6) 2017. Of the data provided, only the results for the sample tested on (B)(6) 2017 were discrepant. The initial result was 10 meq/l and the repeat result was 4 meq/l. The sample was repeated on a cobas b121 analyzer and the result was 4 meq/l. The erroneous result was not reported outside the laboratory. There was no allegation of an adverse event. Three levels of qc were performed prior to the testing with satisfactory results. After the event on (B)(6) 2017, the field service representative replaced the potassium electrode. The three patients tested on (B)(6) 2017 were tested on the new electrode. Both electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
A specific root cause could not be identified. No analyzer or software malfunction could be detected. As part of the investigation, the log files of cobas b 221 were analyzed. The log files demonstrated the results were actually: 10:37 3.998 meq/l. 10:48 10.14 meq/l. Based on this data, it appeared the value of 3.998 meq/l was generated first and was later confirmed to be correct by the repeat testing on the cobas b121 analyzer. The second value was 10.14 meq/l was generated 11 minutes later. The investigation found no air bubbles were observed, the calibration data showed stable values during the time of the event, and no errors occurred. No information about the potassium electrode was available and the suspect electrode was discarded. Therefore no further investigation was possible. The customer used syringes that he heparinizes himself and it was not known if liquid heparin was used. Product labeling for the device states "use only heparinized syringes. Improper use of syringes with liquid heparin will affect the parameters, especially the ise parameters. "